Event description:
It was reported that during percutaneous coronary intervention (pci) procedure a balloon rupture occurred. This was a case of instent restenosis of a non-bsc stent. The lesion being treated was located in a non-bsc stent in the moderately tortuous, mildly calcified and 99% stenotic mid right coronary artery. The physician advanced the 3.0x15mm quantum maverick balloon to the lesion and inflated it to 12atms. Then the physician deployed a 3.0x16mm taxus stent. The physician then advanced the same quantum maverick balloon to the stent and inflated the balloon to post dilate. The balloon was inflated a second time to 16atms for 5 seconds and ruptured. The contrast media drained into the blood vessel wall and a hematoma formed in the distal area of the deployed stent. The device was removed intact. No additional procedure or surgery was required. Patient's current status is reported as "good".